Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2019 and underwent bleeding scan due to low hemoglobin/hematocrit lab values. Nose bleeds were frequent. The patient then underwent endoscopy on (B)(6) 2019, which did not show active bleeding. He was treated with dissolvable bi nasal laser packing and underwent cauterization with silver nitrate to anterior right septum. Patient transfused with 1 unite of packed red blood cells. The patient's hematocrit and hemoglobin returned to baseline and his coumadin stopped. Patient on aspirin 81mg/daily. He was discharged on (B)(6) 2019. Continued plan of care is to monitor on outpatient basis. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of frequent nose bleeds could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient was admitted on (B)(6) 2019 to undergo a bleeding scan due to low hemoglobin and hematocrit lab values. Nose bleeds were frequent. The patient underwent endoscopy on (B)(6) 2019 which did not show active bleeding. The patient was treated with dissolvable binasal laser packing and underwent cauterization with silver nitrate to the anterior right septum. The patient was transfused with 1 unit of packed red blood cells and hematocrit and hemoglobin returned to baseline. Coumadin was stopped, and the patient was started on aspirin 81 mg daily. The patient was discharged on (B)(6) 2019 with a continued plan of care to monitor on an outpatient basis. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.